Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils perforated uterus and out of place') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "full occlusion of both tubes was not performed" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included incompetent cervix (in all 3 pregnancies). Concomitant products included clonazepam, fluoxetine hydrochloride (prozac), lisinopril, metformin hydrochloride (metform), potassium and trazodone. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and medically significant), menorrhagia ("heavy menstrual bleeding/ heavy menstrual clotting/abnormal bleeding (vaginal, menorrhagia)"), polymenorrhoea ("extended and more frequent menstrual cycles"), abdominal pain ("sharp abdominal pain"), arthralgia ("joint pain in hips"), dyspareunia ("pain during intercourse"), tooth fracture ("teeth cracking and chipping"), alopecia ("significant hair loss"), pruritus ("itchiness of the skin"), fatigue ("chronic fatigue"), memory impairment ("a decrease in memory capabilities"), infection ("an increase in infections"), hypoaesthesia ("numbness in her hands"), pelvic discomfort ("discomfort"), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("plaintiff experiences itching all over her body"), rash erythematous ("itching/fine red rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes: unspecified/ bladder problems or changes"), urinary tract disorder ("bladder or urinary problems or changes: unspecified/urinary problems or changes"), tooth disorder ("dental problems") and abscess ("abscess"). The patient was treated with surgery (robot assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, hot flush, night sweats, vaginal haemorrhage, rash, rash erythematous, dysmenorrhoea, vaginal discharge, bladder disorder, urinary tract disorder, tooth disorder and abscess outcome was unknown and the pelvic pain, menorrhagia, polymenorrhoea, abdominal pain, arthralgia, dyspareunia, tooth fracture, alopecia, pruritus, fatigue, memory impairment, infection, hypoaesthesia and pelvic discomfort had not resolved. The reporter considered abdominal pain, abscess, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hot flush, hypoaesthesia, infection, memory impairment, menorrhagia, night sweats, pelvic discomfort, pelvic pain, polymenorrhoea, pruritus, rash, rash erythematous, tooth disorder, tooth fracture, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians. Current weight 175 lbs. She had not underwent essure removal. Fu: 18-mar-2019: essure was inserted on 2015 (sic). Discrepancy noted in date of insertion (B)(6) 2012. Discrepancy noted in date of removal: (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils perforated uterus and out of place') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "full occlusion of both tubes was not performed" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included incompetent cervix (in all 3 pregnancies). Concomitant products included clonazepam, fluoxetine hydrochloride (prozac), lisinopril, metformin hydrochloride (metform), potassium and trazodone. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and medically significant), menorrhagia ("heavy menstrual bleeding/ heavy menstrual clotting/abnormal bleeding (vaginal, menorrhagia)"), polymenorrhoea ("extended and more frequent menstrual cycles"), abdominal pain ("sharp abdominal pain"), arthralgia ("joint pain in hips"), dyspareunia ("pain during intercourse"), tooth fracture ("teeth cracking and chipping"), alopecia ("significant hair loss"), pruritus ("itchiness of the skin"), fatigue ("chronic fatigue"), memory impairment ("a decrease in memory capabilities"), infection ("an increase in infections"), hypoaesthesia ("numbness in her hands"), pelvic discomfort ("discomfort"), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("plaintiff experiences itching all over her body"), rash erythematous ("itching/fine red rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes: unspecified/ bladder problems or changes"), urinary tract disorder ("bladder or urinary problems or changes: unspecified/urinary problems or changes"), tooth disorder ("dental problems") and abscess ("abscess"). The patient was treated with surgery (robot assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on 25-apr-2019. At the time of the report, the uterine perforation, hot flush, night sweats, vaginal haemorrhage, rash, rash erythematous, dysmenorrhoea, vaginal discharge, bladder disorder, urinary tract disorder, tooth disorder and abscess outcome was unknown and the pelvic pain, menorrhagia, polymenorrhoea, abdominal pain, arthralgia, dyspareunia, tooth fracture, alopecia, pruritus, fatigue, memory impairment, infection, hypoaesthesia and pelvic discomfort had not resolved. The reporter considered abdominal pain, abscess, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hot flush, hypoaesthesia, infection, memory impairment, menorrhagia, night sweats, pelvic discomfort, pelvic pain, polymenorrhoea, pruritus, rash, rash erythematous, tooth disorder, tooth fracture, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure.plaintiff subsequently sought treatment for her symptoms from her physicians. Current weight 175 lbs. She had not underwent essure removal. Fu: (B)(6) 2019: essure was inserted on 2015 (sic). Discrepancy noted in date of insertion (B)(6) 2012. Discrepancy noted in date of removal: (B)(6) 2019. Most recent follow-up information incorporated above includes: on 15-jul-2020: pfs received new reporter information was added. New event abscess was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils perforated uterus and out of place') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "full occlusion of both tubes was not performed" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included incompetent cervix (in all 3 pregnancies). Concomitant products included clonazepam, fluoxetine hydrochloride (prozac), lisinopril, metformin hydrochloride (metform), potassium and trazodone. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/ heavy menstrual clotting/abnormal bleeding (vaginal, menorrhagia)"), polymenorrhoea ("extended and more frequent menstrual cycles"), abdominal pain ("sharp abdominal pain"), arthralgia ("joint pain in hips"), dyspareunia ("pain during intercourse"), tooth fracture ("teeth cracking and chipping"), alopecia ("significant hair loss"), pruritus ("itchiness of the skin"), fatigue ("chronic fatigue"), memory impairment ("a decrease in memory capabilities"), infection ("an increase in infections"), hypoaesthesia ("numbness in her hands"), pelvic discomfort ("discomfort"), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("plaintiff experiences itching all over her body"), rash erythematous ("itching/fine red rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes: unspecified/ bladder problems or changes"), urinary tract disorder ("bladder or urinary problems or changes: unspecified/urinary problems or changes") and tooth disorder ("dental problems"). The patient was treated with surgery (robot assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, hot flush, night sweats, vaginal haemorrhage, rash, rash erythematous, dysmenorrhoea, vaginal discharge, bladder disorder, urinary tract disorder and tooth disorder outcome was unknown and the pelvic pain, menorrhagia, polymenorrhoea, abdominal pain, arthralgia, dyspareunia, tooth fracture, alopecia, pruritus, fatigue, memory impairment, infection, hypoaesthesia and pelvic discomfort had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hot flush, hypoaesthesia, infection, memory impairment, menorrhagia, night sweats, pelvic discomfort, pelvic pain, polymenorrhoea, pruritus, rash, rash erythematous, tooth disorder, tooth fracture, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians. Current weight (B)(6) lbs. She had not underwent essure removal. Fu: 18-mar-2019: essure was inserted on 2015 (sic). Discrepancy noted in date of insertion (B)(6) 2012. Most recent follow-up information incorporated above includes: on 20-nov-2019: fu 2/3 processed together. Pfs received: new events added: case has became incident. Coils perforated uterus and out of place, dental problems. Reporter information were updated. On 20-nov-2019: fu 2/3 processed together. No new significant information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.